Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced pain at abdominal infusion sites while using a cd infusion set and believed she could feel insulin release at mealtimes, and the agent advised rotating to the lower abdomen or other recommended sites; the issue was associated with improper or incorrect procedure or method for infusion set insertion and involved the infusion set component. Symptoms included no specific clinical effects identified. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to infusion set deployment or connection technique for the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.